Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Subject is a (B)(6) year old male consented into preserve on (B)(6) 2016 with an option¿ elite retrievable vena cava filter placed the same day for contraindication to anticoagulation due to melena. Subject has hypertension requiring medication, diabetes requiring insulin and oral medication, a current malignancy, a past history of resolved left lower extremity dvt and current bilateral dvts in the femoral popliteal veins. A CT scan on (B)(6) 2016 showed a new right lower lobe segmental pe. A decision was made not to restart any anticoagulation due to increase in hemorrhagic component of his right frontal metastases and the subject was discharged the same day in stable condition. The subject completed the study on (B)(6) 2018 without further hospital admission and the event was noted as resolved with sequelae.